Event description:
Treatment of a giant unruptured aneurysm located in the ica (internal carotid artery). The patient was on dual antiplatelet therapy (plavix). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the distal portion of the pipeline (4.75mm x 30mm) opened successfully; however, the proximal portion did not open despite pushing and pulling on the pushwire. The pipeline and marksman catheter were removed together from the patient. The patient was reported to be okay. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline and pushwire were returned for evaluation without the catheter. The evaluation could not determine the cause of the reported event as the pipeline was found fully opened; however, the pipeline braid was found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).